Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (mlad). After predilation was performed with a semi compliant 2.5 x 12 non-bsc balloon catheter, a 3.00x28mm promus element plus drug-eluting stent was deployed. However angiogram revealed a non-flow limiting vessel dissection was noted on the proximal edge of the stent. A 3.00x16mm promus element plus drug-eluting stent was then deployed overlapping the dissection and the proximal part of the previously implanted 3.00x28mm promus element plus stent. And the procedure was completed. No further patient complications were reported and the patient's status was stable and well.